Manufacturer narrative:
Reported event of stent deformed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent enteral stent was used during a procedure in the patient¿s biliary performed on (B)(6) 2013. According to the complainant, during the procedure, the device was advanced into the bile duct and the physician started to deploy the stent. As the stent was being released the physician noted that the end did not look normal. The physician reconstrained the stent and removed it from the patient. The physician noted that the last row on the stent was not in the usual diamond shape and the wires did not cross like normal. The procedure was completed with another wallstent enteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system. No issues were noted with the profile of the device. During analysis, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. Visual inspection of the deployed stent noted the wires at the distal end of the stent were damaged and uncrossed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent enteral stent was used during a procedure in the patient's biliary performed on (B)(6) 2013. According to the complainant, during the procedure, the device was advanced into the bile duct and the physician started to deploy the stent. As the stent was being released the physician noted that the end did not look normal. The physician reconstrained the stent and removed it from the patient. The physician noted that the last row on the stent was not in the usual diamond shape and the wires did not cross like normal. The procedure was completed with another wallstent enteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".